Manufacturer narrative:
B3 date of event was estimated based on aware date as no allegation was reported for this device. H6 impact code insufficient information - the device was returned with no allegation. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked. The imaging window was stretched and kinked. Additionally, part of the tip was detached. The detached part of the tip was not return. Impedance testing showed an electrical open at the distal end of the catheter; 0-10 cm from the distal housing. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
Reportable based on device analysis completed on 28feb2025. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the tip was torn and partially detached.